Event description:
Pt reported that in 2004, they had a seizure, and their blood glucose measured <20 mg/dl. Their spouse tried to treat them with glucagon and dextrose. When the paramedics arrived, pt was given 3 liters dextrose, d50, a quart of orange juice, a peanut butter and jelly sandwich, 3 tubes of glucose gel, and 1 unit glucagon. Pt was transported, by ambulance, to the e.r. Pt's blood glucose measured 147 mg/dl at that time.